Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump had no delivery. Blood glucose levels were 439 mg/dl and after taking manual injection blood glucose went down to 387 mg/dl. Customer stated infusion set had bent cannula. Customer decline further troubleshooting. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.